Event description:
It was reported that a spectrum pump flow rate was not able to be calibrated upon device power up in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, reported symptom of "flow rate uncalibrated " was not reproduced. Evaluation sent the device for flow rate testing at a rate of 40 ml/hr, with a vtbi of 40 ml. The total amount infused was 40.683 ml, for an error percentage of 1.7075%, which is within acceptable range. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.